Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. During support, the patient experienced bleeding at all puncture sites and mouth. Heparin was reduced to try and control the bleeding. It was reported that the bleeding was under control. The device was normally weaned and the patient outcome at explant is survived.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.